Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's battery compartment smoked and a burn mark was observed upon removal of the batteries. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and our investigation found evidence of overheating of a capacitor on the main board. The batteries were not returned for evaluation. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.